Event description:
Per the clinic, the patient experienced a magnet dislodgement due to head trauma. Subsequently, the patient was placed under general anesthesia and surgery to replace the magnet has been completed on (B)(6) 2024.